Manufacturer narrative:
Add'l info will be provided within 30 days of receipt.

Event description:
This info was received via the cordis medical info hotline. This male pt had nine (9) stents implanted, for which he states, "most are cypher stents". He indicated that three of the stents "plugged-up," requiring hospitalization and emergent revascularization. The pt refused to volunteer any add'l pt, procedural, or product info relevant to the adverse event. Additionally, he would not provide the name of the implanting physician or the hospital where he had the procedure done. Attempts to obtain add'l info from the pt are ongoing.